Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the instruments were reported for unknown reason. The event did not happened during a surgery." The product was returned to depuy synthes for evaluation. Visual analysis found that the glenosphere inserter tip was returned engaged with the star driver 30. Additionally, the sample exhibits signs of repetitive use for a long period of time. A functional test was performed and was able to replicate the reported unable to disassembled condition due to the devices were not able to disengage after multiple attempts with excessive forces applied. As per surgical technique inhance¿ shoulder system (103832905 rev b), the proximal section of a glenosphere inserter tip should be assemble into a baseplate inserter rod. Therefore, the potential cause of the observed condition of the inserter tip can be attributed to the user, as there are no indications in the surgical technique that both instruments could be assembled together. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activity. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Event description:
It was reported that the star driver 30 and glenosphere inserter tip became stuck together, with the threads completely striped on both products. They were not ripped in half; there were two separate products. The event did not occur during surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.